Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient of atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation as listed in the mitraclip nt system (jpn) (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the atrial perforation (right to left shunt), requiring intervention. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. Two clips were implanted reducing mr to 1. After the procedure, an occluder was placed to treat a right to left shunt due to the atrial septal puncture and insertion of the steerable guide catheter (sgc). The atrial septal defect did not worsen due to the sgc. There was no issue at the end of both procedures. No additional information was provided.